Event description:
It was reported by a distributor that the unometers did not work correctly. Three unometers when attempting to open the valve the urine did not drop the chamber. The unometers on the intensive care unit patients were discarded and replaced with another device.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however, there was no report of harm to the pt. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: issue occurred on (3) separate cases. A separate 3500a form has been completed for the other (2) cases.